Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer, the fiber optic door was found to be missing from the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer, the fiber optic cable door was found to be missing from the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: h6 (health effect ¿ impact codes). A getinge field service engineer (fse) stated that this was a fiber optic door issue not a fiber optic cable issue. The front panel was replaced solving the issue. Replaced upper panel and both decals. B.17 software, 905 hours on unit.unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.